Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of ischemia and thrombosis are known inherent risk of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the initial medwatch report, medsun mandatory and voluntary report form ((B)(4)) received stating: during procedure, physician removed 14 f sheath (with the dilator in place) and started to complete the per-close, however, there was marked bleeding and the perclose suture slip knots would not slide down. Physician had trouble with the deployment of three of them in a row initially - having to pull very hard to pull the sutures even out of the base of the device. I felt the bleeding was related to a problem with these particular perclose sutures and we quickly put a 14f sheath back into the artery over the wire that was never removed. All three of these devices contain the same lot #. All devices from this lot number for a total of 8 (three used and 5 in package) have been sequestered.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices, referenced in describe event or problem, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that puncture closure of the right common femoral artery was attempted with proglide devices, using the preclose technique, with a 6fr sheath prior to a thoracic endovascular aneurysm repair procedure. Reportedly, a suture break was noticed with the first proglide. The second and third proglide sutures were preplaced; however, after the sutures were cut, there was trouble pulling the sutures out of the base of the devices. The sheath was upsized to 14fr and the tevar procedure was completed. As the knots of the second and third sutures were advanced, they both seemed to lock and would not slide down. Two new proglide devices were deployed normally, however, there was still considerable bleeding. Hemostasis was achieved with manual arterial compression. There was no reported clinically significant delay in the procedure. The next night the patient developed acute lower leg ischemia and was taken back to the lab. Reportedly, the femoral artery looked okay, but there was a large thrombus in the tibioperoneal trunk. A rheolytic thrombectomy restored flow. The physician noted that it is possible the clot was embolic from atrial fibrillation as patient was off anticoagulation medication. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.